Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6)2014. Approximately 6 years and 8 months after the initial procedure the patient had a left knee revision on (B)(6) 2021. The patient has suffered the following injuries and complications: loss of mobility, osteolysis, component loosening, synovitis, joint pain, swelling. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report 1038671-2022-00130.